Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00498 / 00499).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on (B)(6) 2012. Review of invoice history confirmed the modular head was removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00498/-00499/-05199).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2007 and a left total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on (B)(6), 2012. Review of invoice history confirmed the modular head was removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the october 16, 2012 right hip revision operative report noted the revision was due to elevated metal ion levels and a squeaking noise. Operative report further noted the presence of metal-stained milky fluid, metal-stained synovial tissue, two cavitary defects, metal debris and clear metal-induced osteolysis. The modular head and acetabular cup were removed and replaced with a competitor&#38112;cup and a biomet head.